Event description:
This was a lead extraction case to remove 3 functional leads secondary to cied system infection and valvular endocarditis. The atrial lead (model unknown) was prepped with an lld-ez and was extracted easily using traction alone. The second lead (rv ICD sprint fidelis, model # unknown) was prepped with an lld-ez and a 16f glidelight laser catheter was used to assist with the extraction. The lead was extracted with very little laser assistance. After the extraction, massive bleeding was seen on tee, a sternotomy was performed and an injury was found at the svc/atrial junction. Unfortunately, the patient did not survive the intervention.